Event description:
During a pta to a heavily calcified and 99% stenosed sfa (right/left unk), the balloon ruptured at five atmospheres. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. There was no reported pt injury. As per the reporting affiliate, no add'l pt or procedural related info is available. The product is available for evaluation and testing; however, it has not been received to date.